Event description:
It was reported that the 9800 system had a broken locking handle. Also the system locked up and was slow to respond. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake handle was replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.